Manufacturer narrative:
Three units were returned in support of this complaint. Two attached (bonded) to an extension set at one end and a needle connector on the other. The third attached (bonded) to an extension set at one end and a needle connector on the other, the unit was received along with a 10ml luer lock syringe. Visual/microscopic evaluation revealed all the units had damage (tears) on the septum top disk slit. Due to the condition of the units, the water leak test could not be performed, however a fluid test was performed and no leakage was observed. A definite source that contributed to the tears (top disks) could not be established during this investigation. However, per the instruction pamphlet this could be one of the potential failure modes if improperly used. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: indeterminate-a definite source that contributed to the tears (top disks) could not be established this is normally attributed to incorrect usage or excessive actuations. The units did not leak during the performance of the fluid test and no damage that could contribute to the failure was observed.

Event description:
It was reported that a bd q-syte luer access split-septum stand-alone device was found leaking at the valve. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device was found leaking at the valve. There was no report of exposure, injury, or medical intervention.